Manufacturer narrative:
The ventilator was investigated on site and the oxygen gas module was replaced. No log files or goods have been received for investigation, despite several reminders. If a fault in the oxygen gas module happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated noise. There was no patient harm. Manufacturer ref.#: (B)(4).